Event description:
As reported to customer relations via phone conversation "the proximal and distal main body's separated - resulting in a total occlusion. Attempted to suck the clot out and bridge the separation. The bridging procedure was conducted, but the physician couldn't get all the clot out. "